Event description:
It was reported that a user of the ilet bionic pancreas experienced frequent low glucose with substantial time out of range, stopped announcing meals, and intermittently disconnected the pump to avoid insulin delivery, reflecting loss of trust in the device; a factory reset was recommended and completed, and the user was advised to contact their healthcare professional, with remote training assigned. Symptoms included low glucose (39 mg/dl), high glucose (401 mg/dl), and xietry, and distress. Outcomes included troubleshooting and user education, assignment for additional training, and direction to seek medical attention. Investigation included review of device logs and a factory reset with user guidance. Investigation of this case revealed an unclear cause of hypoglycemia in the context of altered user behaviors. It was concluded that the cause of the glycemic excursions was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.